Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-018, user has high glucose value. Note: manufacturer contacted customer in multiple follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (stored in the kitchen). Customer's test strips were opened more than four months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.